Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6) the unique device identifier (UDI) is not provided because the batch number is unknown.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the lead was explanted. During the procedure, the anchor was broken into 2 pieces, and only one piece was able to be removed. The procedure was finished with one piece of the anchor still in the patient. The patient then underwent additional surgical intervention on (B)(6) 2024 during which the remaining piece of the anchor was explanted, and a new lead was implanted. The impedance issue was resolved post-operatively.

Manufacturer narrative:
The allegation of a broken swift lock anchor was confirmed. The locking piece of the swift lock anchor functioned normally with no anomalies. The swift lock anchor locking piece did not slip when closed on the lead and tugged. The swift lock anchor was opened and slid off the lead with no resistance. The event remains unknown.